Manufacturer narrative:
Additional information for activ.a.c.¿ ion progress¿ remote therapy monitoring system serial number (B)(4): unique identifier (UDI) number: (B)(4). Device manufacturer date: 27-nov-2019. Based on information provided, it cannot be determined that the alleged fungal infection is related to the v.a.c.® drape. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 14-may-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was discontinued allegedly due to a severe yeast infection that developed in the wound and all around the periwound area. An anti-fungal powder was ordered. On 15-may-2020, the following information was reported to kci by the nurse: on (B)(6) 2020, v.a.c.® therapy was placed on hold allegedly due to moisture to the patient's periwound. On 19-may-2020, the following information was reported to kci by the patient: the yeast infection around the periwound resolved. On 21-may-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the patient resumed v.a.c.® therapy. On 05-jun-2020, the following information was reported to kci by the nurse: v.a.c.® therapy was placed on hold from (B)(6) 2020 to (B)(6) 2020 due to the patient developing a yeast infection allegedly due to the v.a.c.® drape. The wound was left open to the air and was treated with nystatin powder and has subsequently resolved. The nurse stated the dressing lot number was not available. On 26-mar-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. The v.a.c.® drape lot number was not available; therefore, a device history record review could not be performed.